Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the returned lead found the stimulation end of the lead was damaged, all internal wires were broken/pulled out of the contacts. The fractures are consistent with a sudden event or overstress condition that the lead was subjected to while still in vivo. The event details stated that the lead had pulled out of the header prior to the lead being revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg and l2 lead were explanted and replaced on (B)(6), 2021. 2 additional leads were implanted during the procedure. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-16775. It was reported that the patient was not receiving adequate therapy. After evaluation, diagnostics showed low impedances on contacts 5-8 on the l2 lead. A lead check confirmed that the lead tail pulled out of the ipg header. As a result, surgical intervention may occur to address the issue.